Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: the doctor was using a toe tac implant. Implant had a hard time ¿snapping¿ in. We decided to re-drill the hole but found that one of the three prongs had broken off of the implant and got stuck in the drill hole. We were unable to get it out and used the implant as it was. We left the k wire in for stability.

Event description:
As reported: the doctor was using a toe tac implant. Implant had a hard time ¿snapping¿ in. We decided to re-drill the hole but found that one of the three prongs had broken off of the implant and got stuck in the drill hole. We were unable to get it out and used the implant as it was. We left the k wire in for stability.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.